Event description:
A medtronic ent representative reported that, while in an optical transsphenoidal procedure, the surgeon alleged an inaccuracy. The system was accurate immediately following registration. The inaccuracy occurred when the site believes the frame moved, a second time, the site noted they do not believe the frame moved. The accuracy was shifted about 2 inches to the patient's left. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Correction: it was originally reported that the site completed the procedure with the use of navigation after the inaccuracy. However, it was later reported that the surgeon abandoned the use of navigation for the rest of the procedure after the inaccuracy was discovered. Device manufacture date now provided. Corrected codes provided.

Manufacturer narrative:
Device manufacturing date is dependent on lot number/serial number, therefore, unavailable at this time. Medtronic representative, following-up, reported the reference frame had been put on rotated 180 degrees, causing the reported inaccuracy. No patient files/scans/logs have been returned to manufacturer for evaluation. Patient logs/files not returned.